Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a lost sensor alarm with the sensor. Customer's blood glucose also declined to 50 mg/dl. The customer was able to treat for their blood glucose with food. The customer was advised the sensor may be damaged. The customer declined to return the insulin pump for analysis.